Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range right ventricular (rv) pace impedance measurements less than 200 ohms. The patient was brought into clinic for an rv lead evaluation and pace impedance measurements were consistently at the 240 ohm range and no values of under 200 ohms were seen. The clinic planned to continue to monitor this patient. This device remains in service. No adverse patient effects were reported.